Event description:
Patient underwent ostomy surgery in 2005. Six days later, the nurse reported that during the removal procedure of the convatec loop ostomy rod, the ostomy rod "broke". The nurse was able to retrieve the missing piece which prevented the patient from returning back to the or.